Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each safari2 275cm x sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a fractured core wire 1.55cm from the distal tip presenting characteristics of mechanical shear/cut. The specimen presented several kinks/bends of varying frequency and severity, and ptfe coating damage, scattered over the length of the device. The specimen also presented stretched coil damage from the distal tip weld mass to approximately 7.80cm proximal of the distal apex of the formed curve. The distributor reported that upon receiving the device the safari wire was trapped in the catheter. The catheter was not received with the return. The images supplied by the distributor prior to the device being received at lake region medical showed the formed distal region presenting extensive offset/overlapping coil wraps from coil displacement; however, there was no evidence of stretched coil wraps. The distal tip region was intact in the supplied images. The end user and the distributor's lab did not mention any fracture upon receipt and therefore this damage appears to have occurred during post event handling and prior to receiving at lake region medical for evaluation. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the device instructions for use (dfu) warnings, "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking or coil separation." And "never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors may have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
The safari2 guidewire is expected to be returned for failure analysis but was not received at the time this report was filed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have contributed to the event as reported. If additional information is received or product is returned for analysis a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor, event description: the patient was undergoing a transcatheter aortic valve replacement procedure. It was reported that: the valve was implanted successfully, coming out of the patient the catheter locked up on the wire. The system was pulled out. No complication. The patient was fine. This happened during the procedure and inside the patient's body.